Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of amikacin (intraperitoneal, 125mg, per bag, discontinued) and injection of vancomycin (intraperitoneal, 1500mg per bag, discontinued) for the event. On an unknown date, the patient was discharged from the hospital. Nine days after event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.